Event description:
The customer contact reported that during incoming inspection prior to release for clinical use, the device did not deliver a dose when the button on the bolus cord was pressed. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.